Event description:
The manufacturer service technician reported that the lever was fractured off and missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.